Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella repo sheath was found to be occlusive in right femoral artery. The interventional cardiologist used distal reperfusion, using 7fr braided sheath in left femoral artery connected to 5fr braided sheath in right femoral artery distal to impella. Leg color improved after placement. The procedural outcome was the patient survived surgery.